Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ggpt, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1ggpt, (B)(6), (B)(4). (B)(4): cystic sinus tract and capsule bleeding (B)(4) pertains to tined lead, 3889-28, interstim (va1ggpt). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the lead was a little uncomfortable. The rep stated the night of implantation there appeared to be a bump over her sacrum. It was noted the lead did not lay flat, but had a little curve in it according to the patient after speaking with her healthcare professional (hcp). The patient noted it was better now. The rep stated surgery was performed and the issue was resolved at the time of the report. The patient noted they had a small bump where the lead was exiting the sacrum and tunneled to the battery after that never seemed to go away. The patient noted as time went on she reported it got a little worse and was at times uncomfortable. It was noted it developed into what was diagnosed as a pilonidal cyst. The patient went to have surgery on (B)(6) 2018. It was discovered that it was not a cyst rather a ¿cystic sinus tract and capsule bleeding¿. The patient was listed as alive with no injury at the time of the report. Information from the hcp reported the cystic lesion was just to the left of her superior gluteal cleft was anesthetized using 0.5% marcaine with epinephrine. The hcp noted they made an elliptical skin incision, completely existing the entirety of the indurated skin over th e palpable cyst. The underlying subcutaneous tissues were dissected, and a thick rind was identified coursing towards the midline off to the right of the primary lesion. The hcp noted the rind was traced down to the scram where it was transected, and the internal luminal structure appeared to be a middle electric lead. The rind was completely dissected away from the lead, which was traced up to the cystic skin lesion and back down towards the subcutaneous tissues of the buttock. The entirety of the cystic chronic draining sinus tract and rind surrounding the lead were completely debrided away and removed with the overlying skin. The wound itself and the sinus tract showed no sins of purulent drainage. The electric lead from her bladder stemming later was tacked back down to the sacral soft tissues so that it was not redundant and floppy within the wound. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that cause of the lead not laying flat was unknown. The rep stated that a theory was that it may be due to the tunneling of the lead and maybe not being pulled all the way through to the picket to where it laid flat. Patient weight was updated. No further complications were anticipated/reported.